Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-01996. It was reported the patient lost therapy. Diagnostics discovered the lead migrated and patient's ipg failed to establish communication with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. It is unknown if the ipg depleted prematurely. As a result, surgical intervention was undertaken wherein the entire system was explanted and replaced. Effective therapy was established post-operatively.